Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pyxis medstation was very slow. A technical support specialist rebooted the server after verifying with the customer. The server was successfully rebooted and was up and running. The tss advised the customer to reboot the cluster server, and confirmed that after logging into the station, no issues were experienced with logging into the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis medstation was very slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.